Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, the clinical report provided sufficient information to determine the root cause of the reported issue. It was determined that the root cause of the positioning issue was due to patient movement. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 43yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient had a significant coughing event that forced the impella out of the left ventricle and into the aorta. The patient was unharmed and deemed hemodynamically stable, so the pump was explanted. No damage or abnormalities were observed on the impella upon removal. The malposition caused no harm or injury.